Event description:
This catheter utilized during electrophysiology procedure (ep) that did not provide crisp signals during the procedure. No risk to the patient, just a poor performing catheter that was removed and replaced with another catheter that was able to provide the physician with clean signals so that procedure could be completed. This was a re-processed catheter utilized during ep procedure that did not provide crisp signals during the procedure. No risk to the patient, just a poor performing catheter that was removed and replaced with another catheter that was able to provide the physician with clean signals so that procedure could be completed.